Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient was last able to recharge her ipg and felt stimulation approximately three months ago. Troubleshooting was unable to resolve the issue. The physician believes the ipg is not oriented correctly in the pocket. Surgical intervention may be pending to address this issue.